Event description:
Nellcor puritan bennett received a call from a user facility representative on 11/12/1999, who called to report the following problem: no audible alarm, constant setting error. No pt harm.